Event description:
It was reported to boston scientific corporation in early 2006, that a jagwire was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure (patient age, gender and weight are unknown). According to the complainant, during withdrawal of guidewire, resistance was met. The inner wire buckled and came through side hole. Procedure successfully completed with another of same jagwire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
The jagwire returned and was evaluated for the reported failure. A visual evaluation found "a braided wire protruding from the metal component of the catheter fragment." The evaluator noted that the ptfe sheath is corrugated at this location. Additionally, cuts and nicks were observed on the jagwire section of the ptfe sheath. The undamaged wire outer diameter was verified and found to fall within the device specifications. The cause of the reported malfunction is undetermined.